Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 300 mg/dl and an insulin injection was used to address the bg level. After the alarm, the customer changed the supplies on the pump.

Manufacturer narrative:
Device investigation found that no occlusion alarm occurred using a new cartridge with the pump. The returned cartridges were tested and an occlusion alarm annunciated (B)(6).